Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) exhibited high pacing threshold and lead was found with incomplete fracture under fluoroscopy. The rv lead was surgically abandoned and was replaced with a new lead. No additional adverse patient effects were reported.